Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The unit was failing the pim test on the membrane portion of the leak check. The fse replaced the safety disk (0202-00-0140). The fse ran the all manifolds test which passed with no issues. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the safety disk with a reported unit failure of failed pim test. The failure analysis and testing dept. Performed a visual inspection and found the safety disk to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Was able to replicate the failure that the customer experienced. The failure analysis and testing dept. Observed that the safety disk failed the pim test. The safety disk failed the membrane differential pressure test with a result of 11mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit had a leak test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.